Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information from the local representative that the patient has been scheduled for non-invasive defibrillation threshold testing (dft).

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this patient was presented to the clinic for device follow-up. The clinic nurse informed technical services that the right ventricular (rv) shock impedance measurements were greater than 125 ohms. Technical services suggested programming changes to the shock configuration to identify the root cause of the issue. There was no electrogram noise on the shock channel.